Event description:
During the procedure, the generator would start heating and stop with error message "unable to reach the desired temperature." The procedure could not be completed as a result.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy.

Manufacturer narrative:
The reported event was confirmed through functional testing. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event was isolated to abnormal functionality of the display screen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.